Event description:
We have a new complaint from (B)(6) about a leak of the hmef750s.

Manufacturer narrative:
(B)(4). Carefusion acquired ge vital signs on (B)(4) 2013. A retrospective review of all complaints post acquisition was performed. This complaint was identified as being MDR reportable by (B)(4) standards and is being submitted to the FDA. Upon carefusion's investigation, a follow up medwatch will be submitted.